Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The device passed all tests.

Manufacturer narrative:
(B)(4).